Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the male luer lock had separated from the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). User facility report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp three lead extension set had separated and leaked. This occurred during infusion. It was stated the tubing separated and leaked a small amount of unknown IV fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.